Event description:
It was reported that the screen was damaged and displayed error message "emg monitoring is disabled. Error detected in patient interface. An attempt is made to eliminate the error. Contact technical support if the problem persists." The error message displayed when the error occurred. This error message appeared on both consoles with different pi's . It is not traceable anymore which pi was connected to which console. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are product ID: nim4cm01, serial/lot #: (B)(6), UDI#: (B)(4); h3: the device has been received in good condition, there are no deviations found. The battery is written on with a permanent marker. The software present is 1.4.3. And upgrade required. H6: previously added imdrf annex codes b21, c21, d16 are no longer valid. B01, c19, d14 are applicable. Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); h3: the nim vital patient module has been received in good conditions, no deviations have been found. The software present is 1.4.3. And upgrade required. H6: previously added imdrf annex codes b21, c21, d16 are no longer valid. B01, c19, d14 are applicable. Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: the nim vital patient module has been received in good conditions, no deviations have been found. Label worn. The software present is 1.4.3. And upgrade required. H6: previously added imdrf annex codes b21, c21, d16 are no longer valid. B01, c19, d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis found that the screen is working normally during the test, the customers complaint could not be confirmed. The software present is 1.4.3. And upgrade required. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: p1910404/219744497, UDI (B)(4) ; h3: stim 1 has a loose contact, the bottom enclosure was cracked. H6: imdrf annex codes b01, c0201, c070601, d02, g02005 are applicable for this product product ID: nim4cpb1, serial/lot #: p2214202/225575691, UDI#: (B)(4) ; h3: the device does not charge, the on/off button does not work, main pcb failed. H6: imdrf annex codes b01, c0201, d02, g02005 are applicable for this product product ID: nim4cm01, serial (B)(6), UDI#: (B)(4) ; h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: imdrf annex codes b21, c21, d16, g02030 are applicable for this product product ID: nim4cpb1, serial/lot #: p2214268/225624421, : UDI#: (B)(4) h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: imdrf annex codes b21, c21, d16, g02005 are applicable for this product product ID: nim4cpb1, serial/lot #: p2215121/226433841, UDI#: (B)(4) h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: imdrf annex codes b21, c21, d16, g02005 are applicable for this product medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the screen was damaged and displayed error message "emg monitoring is disabled. Error detected in patient interface. An attempt is made to eliminate the error. Contact technical support if the problem persists." The error message displayed when the error occurred. This error message appeared on both consoles with different pi's . It is not traceable anymore which pi was connected to which console. There was no patient impact.